Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has been having an issue with their device and said it's not properly working for them. They were asking for a list of healthcare provider's (hcp) who can help them manage their device. No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient started experiencing the device issue in late 2016 or early 2017. They thought it was maybe interfering with their restless leg syndrome (rls), so they turned to a different system. They were told to "fidget" with it. They turned the device off and noted that, the first time, they got shocked in their face. The second time was fine. They wanted to get the box out.